Event description:
It was reported that the coil penetrated the guide catheter and then detached early, requiring intervention. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified iia inferior gluteal artery. A 8mm x 40cm interlock-35 coil was selected for abdominal aneurysm treatment. During the coil delivery, the coil penetrated the 5f non-boston scientific guide catheter and then detached. The coil was temporarily left inside the body and later recovered using a snare. The procedure was completed with a different device. There was no patient complications noted as a result of this event.

Manufacturer narrative:
E1 initial address 1: (B)(6).

Manufacturer narrative:
E1 initial address 1: (B)(6). Device evaluation by manufacturer: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the introducer sheath and the delivery wire were returned. The main coil was bent and stretched at the primary coil section. Dimensional inspection was performed, and the main coil's zap tip outer diameter (od), primary coil od and max coil arm od passed the specification test.

Event description:
It was reported that the coil penetrated the guide catheter and then detached early, requiring intervention. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified iia inferior gluteal artery. A 8mm x 40cm interlock-35 coil was selected for abdominal aneurysm treatment. During the coil delivery, the coil penetrated the 5f non-boston scientific guide catheter and then detached. The coil was temporarily left inside the body and later recovered using a snare. The procedure was completed with a different device. There was no patient complications noted as a result of this event. It was further reported that vascular access was obtained via the groin with no tortuosity at the puncture site. During device delivery, resistance was encountered. Moreover, there was no indication that the device malfunctioned or broke prior to penetrating the catheter.